Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report. This is the same pt/event as MFR# 2249697-2009-00790.

Event description:
It was reported that, "as for the accolade broach handle, the spring went bad as we were attempting to remove the trial broach. Basically the broach kept coming off while they were trying to remove from patient."